Manufacturer narrative:
(B)(4).

Event description:
On 01mar2018 a patient (pt) from the USA who wore acuvue oasys for astigmatism contact lenses called to report that she had to see her eye care professional (ecp) after getting an eye infection and an ulcer in her left eye (os) on (B)(6) 2018. The pt stated that this issue began on (B)(6) 2018 when she inserted a new contact lens (cl) in her os and the cl felt ¿off kilter¿, however the pt continued to wear the cl, thinking it would get better. The pt stated that she rubbed her eye to try to get the lens to settle because it didn¿t feel right and when she removed the lens when she got home, it felt like the lens ¿suctioned off¿. The pt noted that she felt like there was something under her eyelid, so she rinsed her eye and washed it out, but did not see anything wrong with her eye. The pt went to bed and woke up at 4:45 am on (B)(6) 2018 and could not open the eye from the pain and inflammation. The pt stated that she was ¿light super sensitive¿ and upon staying in a dark room, was finally able to open her eye at 10 am. The pt visited her ecp at 1 pm on (B)(6) 2018. The pt stated that the ecp diagnosed her with a ¿bad¿ bacterial infection and eye ulcer. The pt stated that she does not sleep in cls because her ecp warned her that this is usually how this type of injury occurs. The pt stated that she was prescribed moxifloxacin ophthalmic solution usp 0.5% q1 hr for day one, then to follow-up with the ecp, one drop q2h for 2 days, then to follow-up with the ecp, and then one drop qid for a week. The pt stated that on the final follow-up on (B)(6) 2018, the ecp stated that the infection had cleared, the ulcer had healed, but she had a scar. The pt stated she was also cleared to wear lenses again. The pt provided the treating ecp¿s contact information as well as permission to release her medical records. The pt stated that this is her first time wearing astigmatism lenses. The pt stated that her wear schedule is 2 weeks to a month and she uses a hydrogen peroxide cleaning system. On 09mar2018 the pt¿s medical records were received from the ecp with the following information: the pt was seen by the ecp on (B)(6) 2018 complaining of redness in the os for one day. The pt¿s anterior exam indicated 2+ injection, 2+ staining on infiltrate, 2+ edema, superior infiltrate and trace cells os. The infiltrate was diagrammed at 12 o¿clock. The pt was diagnosed with marginal corneal ulcer os. The pt was educated on the underlying condition, asked to return to the clinic if worsens, prescribed vigamox 1 drop every hour while awake to os, asked to discontinue cl wear and recheck the following day. The pt was seen by the ecp again on (B)(6) 2018. The pt¿s assessment was marginal corneal ulcer os, improving. The pt was asked to continue vigamox q2h os while awake for 24 hours, and return to the clinic the following day. Minimal staining was seen. The pt was seen again on (B)(6) 2018 complaining of tired eye, redness and burning. The pt¿s assessment was marginal corneal ulcer os, improving. The pt was asked to continue vigamox q2h os while awake for the day, then decrease to 1 drop qid and return to the clinic in a week. The pt was seen again on (B)(6) 2018 complaining of tired eye. Assessment was that marginal corneal ulcer os resolved; superior scar noted. On 20mar2018 the ecp office was contacted and it was verified that the pt was cleared to resume cl wear as of (B)(6) 2018. No additional information has been received. The suspect product is not available for return, as it was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00nr6w was produced under normal conditions. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.